Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's sensor. The customer states they are receiving threshold suspend alarm. The customer's blood glucose level was 236mg/dl, and their sensor reading was 216mg/dl. The sensor and blood glucose readings were found to be within the acceptable range. Troubleshoot was conducted and the sensor was found to be working as designed. The customer will be monitoring the device under the parameters provided during troubleshoot.